Event description:
Dr reported that an implant failed due to infection. Dr elected to remove the implant.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the dr's office.